Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the mainframe was not working properly during an acoustic neuroma procedure. The hcp stated that he was getting no response when stimulating the nerve. The mainframe that was being used was switched out for a different mainframe that the hospital owns. Switching the device did not resolve the issue. Since they were unable to get a resolution over the phone, the manufacturer representative drove to the hospital to inspect the device. Both mainframes seemed to be working fine. The manufacturer representative tested them using the patient simulator and they both functioned normally. The hcp also stimulated the nerve while the manufacturer representative was in the room. The manufacturer representative was able to verify that the stimulus was being delivered as measured by the mainframe . However, there was no emg response when the nerve was stimulated. The manufacturer representative adjusted the threshold down to 20 uv and was able to get a small response when the nerve was stimulated. There was no intervention planned or performed as a result of this event. There was a 15 minute delay in the procedure. The procedure was completed using a back-up device. On follow-up, it was reported that the issue was not discovered prior to use on the patient. The lack of response when stimulating the nerve is what indicated the issue to the surgeon. There was no patient impact or injury.